Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2015 with the following findings: investigation revealed that there was contamination under all of the keypad button contacts and the up arrow and down arrow button contacts were misaligned. Evaluation also revealed that the battery compartment had multiple cracks. Unrelated to these issues, the keypad was observed to be peeling. The contrast button was found to be misaligned, which has not effect on insulin delivery function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all of the keypad button contacts and the up arrow and down arrow button contacts were misaligned evaluation also revealed that there were multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/21/2015.